Manufacturer narrative:
H.6. Investigation: bd received samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm-debris in the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm debris in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter: the "customer reported that there was about 3-mm foreign matter in a tube.¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter: the "customer reported that there was about 3 mm foreign matter in a tube.¿